Event description:
Our rep is reporting that during an arthroscopic shoulder repair, a portion of the distal end of a "crochet hook" broke off into the patient's joint space. All of the fragment was retrieved from the body and the procedure was concluded successfully without further issue or harm to the patient. The complaint device is being retained by the facility's risk management people.

Manufacturer narrative:
Mitek is at this point in time in the information mode. When all that can be had, is had and evaluated, those results will be the subject matter in the follow-up report.